Manufacturer narrative:
The device was returned for analysis. A kink and damage were observed at the lap joint in the sheath assembly. No other visual damages were encountered upon visual inspection. It was observed that the catheter leaked at the lap joint when it was flushed. Impedance testing shows a wave form with presence of transmission line but very weak transduce. During image characterization testing, a poor image appeared in the ilab system. Dimensional test was performed and measure was within specification. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 06 may 2020. It was reported that dark image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. During preparation of an opticross hd imaging catheter, the image was dark. Flushing was performed, but the issue was not resolved. A new catheter was used, but the image was also dark, so it was replaced with a different device and the procedure was completed. However, device analysis revealed a hole at the lap joint.